Manufacturer narrative:
An event of device embolization was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2021, an 8mm amplatzer septal occluder was implanted. Post-procedure on the same day, the occluder embolized. On (B)(6) 2201, the occluder was surgically removed and the patient's defect was surgically repaired. The patient was reported to have been discharged home in stable condition.